Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1628 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient had the catheter placed in march. During maintenance of the catheter on may 22, the catheter leaked fluids. Removed the catheter and found an unknown crevasse with the catheter at the 18 cm scale beneath the axilla, and the catheter was not ruptured.